Event description:
It was reported that a revision surgery took place due to adjacent level disease and a cracked low profile transconnector. The patient was originally implanted with an l1-l3 fusion for a spine disorder in 2009 (exact date unknown). The surgeon decided to perform a revision surgery at a different level due to adjacent level disease. As the surgeon explanted and disassembled the transconnector, it was noticed that there was a small crack in one of the pieces of the implant. 6 screws, 2 rods, 6 caps and a transconnector were removed. New hardware from another company was implanted. The surgery was successfully completed without any patient issues. This is report 3 of 4 for (B)(4). This report is for the 6 unknown screws.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. (B)(6). This report is for 6 unknown screws. (B)(4). Implant date: 2009. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part or lot number was provided.